Event description:
Patient reported via study right side "hematoma/seroma" and "firm and looks abnormal due to capsular contracture" baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma/seroma" and "firm and looks abnormal due to capsular contracture" baker grade iii/IV.